Event description:
Customer reports that: "microsensor stopped working after the pt being sent to an MRI. Sensor was removed and the portion of the catheter near of the sensor was found black and burned. Monitoring was discontinued after removing the microsensor from the pt. The pt passed away due to a condition unrelated to the device."

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The customer returned a portion of the micro-sensor catheter with the pressure sensor still attached to the end of the catheter. The catheter was coiled and secure with a suture. The remaining catheter and connector was not returned. The portion of the catheter that was returned was covered with black matter, which is consistent in appearance of charred blood. However, this could not be confirmed. It appears that the device was damaged during the MRI. The contraindications in the instructions for use state that the compatibility of implantable catheter-tipped pressure transducers with magnetic resonance imaging has not been determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time the complaint is closed.